Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that during fill tubing, numbers began to count immediately saying max filled, but piston would not move. Customer's blood glucose was 60 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received intermittent button response due to flattened esc button dome switch. Inspected connector on lcd and no unlock keypad connector. The insulin pump passed displacement test and no motor slow moving during testing. No motor anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.